Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 392 mg/dl less than 48 hours after the pod was activated. The pod was removed and she noticed the cannula looked slightly bent.